Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that there were high impedances on pairs with the non-programmed electrode 7: c7 17431ohms; 4-7 18471ohms; 5-7 17431ohms; 6-7 15991ohms. The hcp asked about battery life and when to expect a battery replacement. The patient was implanted for about 2 years, and the last battery needed to be replaced after 2.5 years. The caller stated the patient is in stage parkinsons and had been that way for a long time. When interrogated, the left ins had settings at 3.6v pw 60 rate: 180 therapy imp: 850ohms 4.174 and the right ins at 3.2v pw: 90 rate: 180 therapy imp: 962ohms 3.265. The estimated longevity to elective replacement indicator (eri) was 2.16 years and end of service (eos) was 2.41 years. The current battery voltage was 2.77v. Impedance considerations were reviewed and the hcp indicated they would be referring the patient for ins replacement. No patient symptoms or further complications were reported as a result of this event.